Manufacturer narrative:
The pathway jetstream g2 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for eval.

Event description:
A jetstream g2 device was used to treat a lesion in the tibial artery. During the case, the guidewire broke. The physician was able to successfully snare the piece of wire from the ankle. The pt is doing fine.